Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated intraperitoneal vancomycin (1 g in the first bag than every fifth day for fourteen days) and intraperitoneal magnova (500 mg in each bag for fourteen days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the fluid was clear and the antibiotic therapy was completed. The patient was recovered from this peritonitis event and was ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.